Manufacturer narrative:
This report is submitted on january 14, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance and background noise with device use. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019. This report is filed on may 01, 2019.

Manufacturer narrative:
This report is filed on july 10, 2019.